Event description:
A customer reported an error message with the adc device, and was therefore unable to obtain sensor readings. The customer became hypoglycemic with trembling, blurred vision, speaking unclearly, and loss of consciousness. The customer was treated with glucose, yogurt, and drink by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the adc device, and was therefore unable to obtain sensor readings. The customer became hypoglycemic with trembling, blurred vision, speaking unclearly, and loss of consciousness. The customer was treated with glucose, yogurt, and drink by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.